Event description:
It was reported that the patient's blood glucose levels reached 300 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. As treatment, pod was removed, a new pod was applied and patient went for a walk.

Manufacturer narrative:
The device was received fully deployed. No alarms, timeouts, nor drive stalls were observed in the data. The unexposed portion of the soft cannula was observed to be torn, resulting in fluid leaking into the device. This would reduce the amount of insulin reaching the patient. The internal soft cannula damage can be confirmed as the cause of the device's failure to deliver insulin. Corrosion was observed on internal components of the device. The soft cannula tear can be confirmed as the cause of the corrosion. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.